Event description:
It was reported that the piston on the pump stayed retracted, multiple cartridges could not be loaded onto the pump. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Despite troubleshooting the issue persisted and customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.